Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified volume of total parenteral nutrition (tpn), at an unspecified rate, via a gemstar pump. On an unspecified date, it was reported that after the piercing pin of the tubing set was inserted into the solution container, the tubing separated from the inlet port of the filter of the tubing set. The tubing set was replaced and the therapy was initiated. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.